Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced severe abdominal pain and on (B)(6) 2023, was evaluated by emergency service. On (B)(6) 2023, the patient was operated on for suspicion of abdominal perforation, which was confirmed. On (B)(6) 2023, the patient was hospitalized for treatment and the event resolved.